Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified solution and to deliver an unspecified concentration of doxorubicin. It was reported that as the nurse was delivering the doxorubicin IV push, an unspecified volume of solution leaked from the clave y-site. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was delivered. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).